Manufacturer narrative:
Argus case (B)(4).

Event description:
I dont want to take too much because it chokes me [choking]. I was not doing it 5 times a day [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old female patient who received glycerin (biotene dry mouth gentle oral rinse solution) mouth wash (batch number 0e069c, expiry date 16th april 2023) for dry mouth. On an unknown date, the patient started biotene dry mouth gentle oral rinse solution. On an unknown date, an unknown time after starting biotene dry mouth gentle oral rinse solution, the patient experienced choking (serious criteria gsk medically significant), wrong technique in device usage process and device ineffective. The action taken with biotene dry mouth gentle oral rinse solution was unknown. On an unknown date, the outcome of the choking, wrong technique in device usage process and device ineffective were unknown. The reporter considered the choking to be related to biotene dry mouth gentle oral rinse solution. Additional information: this case was reported by a consumer via call center representative on 23 feb 2021 and reported that " biotene dry mouth oral rinse. I have been using it the rinse, actually I followed all of the directions and it is not helping me anymore, why is that? It has never really helped, it is not effective anymore. 33.8 oz, 1 liter. All I can think is I don't use enough. I don't want to take too much because it chokes me. I have a small cup, about an ounce. How much should I be taking? I was not doing it 5 times a day, I usually do it in the morning and the evening. Maybe we hit on the reason why it is not working. I only use it 2 times a day. 0e069c expires 2023/04/16. I don't have any other problems, I just started using it a year ago. I haven't mentioned it to him, should I? I don't know what other questions they can ask, I have a feeling it is because I don't use it 5 times a day, no I don't think so".